Manufacturer narrative:
A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. The actual sample involved in the reported incident was not returned for evaluation. No additional information, pictures or videos were received. Consequently, it was not possible to evaluate it as part of a comprehensive failure investigation. No probable cause was found since no sample, picture or video were received for testing, therefore the reported condition is not confirmed. If the sample is returned in the future, this complaint will be re-opened for further investigation. A trigger was found for the product family and for the product code. It was identified that both the observed rate of occurrence and the observed severity of harm are lower than or equal to that which is expected. Moreover, it was decided to link this investigation to the corrective and preventative action (CAPA) that was created due to a trend of complaints related to leaks on the palindrome adapters (cracked adapters). The decision tool directs to review health hazard evaluation (hhe) criteria applicability. An hhe was opened before to address these events. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states there was a leak in the venous luer adapter and it was found to be cracked. The adapter was repaired, no harm to the patient.

Manufacturer narrative:
Submit date: 2017/june/16. An investigation is currently underway; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a dialysis catheter. The customer states there was a leak in the venous luer adapter and it was found to be cracked. The adapter was repaired and there was no harm to the patient.

Manufacturer narrative:
A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. The actual device involved was a palindrome catheter; however the sample received was a mahurkar catheter without the venous (blue) adapter. The catheter presents signs of use (dirt) and the venous adapter was detached from the extension and it was not present with the sample returned. Additionally the arterial (red) adapter did not present any problem. The reported condition has not been confirmed. An ishikawa diagram was used to determine the potential causes for this event. The instruction for use (IFU) states that the customer should perform an inspection before using the device and not to use the catheter if it is damaged or appears defective. The IFU also states that over tightening catheter connections can crack some adapters. The reported condition has not been confirmed. The evidence provided is not enough to relate this event to the manufacturing operations. The adapter was more likely damaged due to manipulation and the most possible root cause can be considered adapter over tightening. It was decided to link this investigation to the corrective and preventative action (CAPA) that was created due to a trend of complaints related to leaks on the palindrome adapters (cracked adapters). It must be noted that in-process controls are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states there was a leak in the venous luer adapter and it was found to be cracked. The adapter was repaired, no harm to the patient.